Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right atrial (ra) lead was failed to capture due to high capture threshold. The ra lead was explanted and replaced. No patient consequences reported throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Electrical testing and visual inspection of the lead did not find any anomalies.